Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchoscopy procedure, the rubberized sheath of the bronchoscope ripped and a piece came off. There was no harm or injury reported.